Manufacturer narrative:
Upon receipt, initial interrogation was unsuccessful. Normal interrogation was observed after confirming initial telemetry problems. A review of the device memory noted multiple resets had occurred. The device passed all manual electrical measurements and paced and sensed normally during testing. X-ray analysis confirmed no irregularities. Upon further testing the out of range telemetry noise pop up window would flash on the programmer. Manipulating the pacemaker casing would cause the device to go through resets and pacing would stop. The pacemaker was subjected to thorough testing, at which time the pacemaker case was opened and again, several resets had occurred. The cause of the missing daily measurements was due to an intermittent open in one of the circuits which would cause the device to issue a system reset which then cleared the daily measurement log. Analysis concluded this device was able to provide appropriate therapy.

Event description:
Boston scientific received information that this pacemaker was returned for analysis. There was no allegation against device functionality reported. No adverse patient effects were reported. Initial analysis revealed a possible device malfunction. Further analysis will be performed.